Event description:
It was reported that the pump was explanted with the note of "not well functioning" baclofen pump. The device was received and analysed. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported that the pump delivered compounded baclofen but the last time the hcp reporter saw the patient was (B)(6) 2011. Per another source it was noted that the pump delivered lioresal. Reportedly, the patient underwent scoliosis surgery on (B)(6) 2011. Following the scoliosis surgery, the patient developed an infection in the spine. Due to complications, the baclofen pump and spinal catheter were removed.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. Final analysis of the pump revealed no anomaly, normal device function.